Event description:
It was reported that a spectrum pump did not detect a downstream occlusion. The pump was delivering tpn at a rate of 10ml/hr when a line was clotted without an alarm. Any pt injury is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.